Event description:
The customer reported that the reservoir was leaking insulin in the reservoir compartment. Troubleshooting was performed. The customer received a no delivery alarm while priming. The reservoir was leaking from the bottom.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.